Manufacturer narrative:
Intuitive surgical inc (isi) received the prograsp forceps instrument associated with this complaint. Failure analysis found the instrument main tube broke where it meets the proximal clevis. A piece measuring approximately 0.044 x 0.169 was not returned with the instrument. This type of failure is most commonly caused by mishandling / misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was bent at the wrist. The procedure was completed with no reported injury.